Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment information was not reported. Dianeal therapy was discontinued and the patient was placed on hemodialysis for six months. The patient was discharged from the hospital seventeen days after admission. The patient was reported to have recovered from the peritonitis. Dianeal therapy was restarted and was reported to be ongoing. No additional information is available.